Event description:
The patient reported their blood glucose (bg) level reached 262 mg/dl, while wearing the pod less than 1 hour. The patient reported the pod did not adhere to their skin properly and the cannula did not pierce their skin at the pod site (abdomen). As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone17.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed on the bottom housing or environmental seal. The cause of the reported unsure properly inserted event could not be determined. The pod arrived with the adhesive pad fully attached to the bottom housing. Inspection of the adhesive welds and adhesive pad found no damages or manufacturing defects that would contribute to the adhesive pad failing to adhere. The cause of the reported failure to adhere event could not be determined.